Event description:
The complainant reported a (B)(6) white male had impella cp pump inserted in the right femoral artery (rfa) for high risk percutaneous coronary intervention(hrpci). The patient had hemolysis as urine was dark red/black color and the patient had groin bleeding/hematoma as a result the pump was removed and two (2) units of packed red blood cells (prbcs) was given.

Manufacturer narrative:
Device was not returned by customer. The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.